Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experience skin irritation while wearing the pod on the abdomen. The patient contacted their physician via email and was prescribed flonase.